Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 35. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that a patient went to the emergency room (ER) via ambulance, due to low blood glucose (bg) levels of 1.50 mmol/l (27 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient stated that everything was normal during the morning when the pod was applied, a bolus of 8 units was administered at 14:30 before lunch, his bg levels were high then (exact number was not provided) and an extra bolus of 2.5 units was given, he went low after that and the ambulance was called. At the hospital he received an infusion of glucose to level his sugar. The patient stated that he will see the nurse to adjust the settings on his omnipod personal diabetes manager (pdm).

Manufacturer narrative:
The returned device was evaluated and no issues were observed. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.